Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock where the customer reported that the device leaked after hours of use while attached to a patient. There was no way to know it was defective until it leaked. There were no other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was patient involvement, unknown delay in therapy; harm was not reported as a consequence of the event.

Manufacturer narrative:
One photo was provided by the customer of the sample in question. No conclusions could be made from the photo. Also received one used device for evaluation. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The white line of the trifuse set was observed to be leaking at the connection of the tubing and the microclave. The probable cause of the leak is from an incomplete insertion during assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.